Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, product type lead product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
The consumer reported that the patient had muscle twitching in their chest starting on (B)(6) 2015. This was a sudden change in symptoms. The patient was sitting quietly when it started and felt the twitching and felt a muscle in their stomach move so much, they could see it through their shirt. The patient called the nurse they worked with and the nurse thought the lead may have come off the implantable neurostimulator (ins) and recommended it be turned off. The indication for use for this patient was gastric stimulation. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.